Manufacturer narrative:
The report of user advisory (ua) 20 (position out of range) error message was confirmed through evaluation of the autopulse platform (sn (B)(4)) and archive data review. Functional testing of the platform revealed a ua 20 error message on the user control panel during initial power up; the root cause was attributed to a defective integrated encoder. As part of routine service during testing, the platform was examined and found physical damages. The observed physical damages are unrelated to the reported event. After replacement of the integrated encoder and the damaged parts, the platform was further tested to full specification including the load characterization check and passed without any further issue observed. Historical records were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)), during routine check, displayed a user advisory (ua) 20 (position out of range) error message and the user was unable to resolve the observed error message. No patient was involved with this event.